Manufacturer narrative:
Conclusion: the lot history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The delivery catheter system (dcs) capsule was purposefully designed to be more rigid than the predicate device, as this allows for the device to be inserted without the use of an external introducer sheath, and for the valve to be recaptured and repositioned, potentially reducing the number of coronary occlusions and other adverse patient effects related to a malpositioned device. However, the rigidity of the capsule may impact maneuverability in some patient anatomies. In this case, it was reported that the patient had tortuous and calcified anatomy, which may have also led to the advancement difficulties. Vessel injury can occur as a result of maneuvering difficulties, likely related to the additional force or manipulation used to advance the device in the difficult anatomy. Additionally, vessel injury is a known adverse patient effect per the instructions for use.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. The physician stated the issue occurred due to patient anatomy and the multiple attempts to navigate the delivery catheter system (dcs). (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, in tortuous anatomy with a calcified segment of the aortic arch, there was visible difficulty traversing the delivery catheter system (dcs) past the proximal descending and distal transverse aorta. Two attempts were made to advance the dcs with different orientations but were unsuccessful. The valve and dcs were withdrawn from the patient and the guidewire was exchanged for a stiffer wire. A third attempt was made to advance the dcs but resistance was noted at the same location. Multiple attempts were again made to advance the dcs until it was able to fully cross. The valve was deployed without difficulty and post-implant balloon aortic valvuloplasty (bav) was performed. Following closure of the access site, the patient became unstable and was intubated. An echocardiogram showed pleural effusion and an angiogram showed a dissection at the segment of the aorta where the dcs had met resistance. Subsequently, two non-medtronic stent grafts were implanted. The patient was reported to be recovering well. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.